Manufacturer narrative:
Product ID 3778, lot # va01e67011, implanted: (B)(6) 2012, product type lead; product ID 3778, lot # va01e8r008, implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778, lot # va01e67011, implanted: (B)(6) 2012, product type lead; product ID 3778, lot # va01e8r008, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was originally reported on (B)(6) 2013 that intra-operatively, the patient responded at a significantly lower amplitude of 0.9 volts. The patient got a tingling sensation with no complaints. The impedances were normal when taken before closing the pocket. When the patient was checked post-operatively, the patient was about "ready to jump out of her chair at low voltage." This reaction stopped the impedance test, but after some time the top two electrodes were used and the patient got good stimulation. A lateral view was taken intra-operatively and it looked like the lead was in the same plane as the other lead, but the lead may have been intrathecal. About a month and a half later it was reported that the lead could not be placed in the correct position. The health care provider (hcp) considered sending the patient for a surgical paddle to improve positioning, but the patient opted for a pain pump instead. Refer to manufacturing report #3004209178-2013-02712 which reports the migration and revision of the lead implanted before this new lead.